Event description:
The customer states that one pt sample generated an initial aeroset calcium assay result of 17.5 mg/dl. This result was reported out of the lab and was not questioned by the pt's physician. The sample retested on the same analyzer at 12.1 and 11.9 mg/dl. The customer also stated that a number of error codes have been generated by the analyzer: error codes 315- daq board, 314- trigger sensor and 90- cycle data. No pt information is available. There is no impact to pt management reported.